Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n133638009, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 500 mcg/ml fentanyl at 50 mcg/day. It was reported that the patient was scheduled for a routine pump replacement and during surgery it was determined her catheter was not patent (¿catheter not functioning¿), so the doctor decided to explant it and give her a new ascenda catheter. There were no env ironmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report.